Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: heartware ventricular assist system ¿ batter. Model #: 1650de, catalog #: 1650de, expiration date: (B)(6) 2021, serial or lot#: (B)(4), UDI #: (B)(4). Mfg date: (B)(6) 2020. No, patient ime code(s): (B)(4), imf code(s): (B)(4), img code(s): (B)(4). FDA device code(s): (B)(4). FDA results code(s): (B)(4). FDA conclusion code(s): d16. Additional information has been requested regarding the log files for this event, but it was not available at the time of this report. If log files investigation is performed, the event will be updated and a supplemental report will be sent.

Event description:
It was reported that two batteries were not providing power to the controller, and after log file review, it was indicated that the two batteries had communication errors. It was also noted that one of the batteries exhibited an inappropriate critical battery alarm which led to a ventricular assist device (vad) loss of power. The batteries were replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Serial# (B)(6) d9: yes 2021-05-14 h3:yes h6:FDA method code(s):b01, b15 h6:FDA result code(s): c04 h6:FDA conclusion code(s): d02, d15 product event summary: two (2) batteries (bat904956, (B)(6)) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. The battery was able to charge and discharge as expected. As a result, the battery no power event related to (B)(6) could not be confirmed. Failure analysis of bat904956 revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag is enabled due a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. The battery regained functionality after the flag was cleared, which was done by sending reset commands to the battery. Log file analysis revealed that the controller in use during the reported event, con316640, contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed a critical battery alarm due to a communication error involving (B)(6) on 27/feb/2021 at 09:26:30. Additionally, analysis of the data log file revealed several instances involving bat904956 and (B)(6) where the batteries relative state of charge (rsoc) was between 101-201, which is indicative of a communication error. Review of the event log file revealed two (2) controller power-up events logged on 19/feb/2021 at 11:04:40 and on 14/mar/2021 at 02:46:33. The power sources connected before and after the first power up event could not be determined since data for that time period was not available. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 43% relative state of charge (rsoc) and that bat855951 was connected to power port two (2) with 100% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port (1) and bat855951 was connected to power port two (2). The controller was without power for nine (9) seconds and twenty six (26) seconds, respectively. As a result, the reported battery no power event related to (B)(6), critical battery alarm event, communication error and loss of power events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the communication errors can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The batteries had been lubricated prior to release. The most likely root cause of the reported battery not providing power event can be attributed to a memory corruption of bat904956, triggering a safety flag that rendered the unit inoperable. CAPA pr00519785 is investigating this battery issue. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for an update to the product event summary and (B)(6) annex c and d codes. Product event summary: two (2) batteries (B)(6) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of (B)(6) revealed that the device passed visual inspection and functional testing. The battery was able to charge and discharge as expected. As a result, the reported battery not providing power event related to (B)(6) could not be confirmed. Failure analysis of (B)(6) revealed that the unit passed visual inspection. Functional testing revealed that the battery was unable to charge or provide power due to an enabled safety flag. This safety flag is enabled due to a memory corruption within the gas gauge integrated chip (ic) that monitors the battery and reports information to the controller. This memory corruption causes the battery to become inoperable. The battery regained functionality after the flag was cleared, which was done by sending reset commands to the battery. Log file analysis revealed that the controller in use during the reported event, (B)(6), contained a software with a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the alarm log file revealed a critical battery alarm due to a communication error involving (B)(6) on (B)(6) 2021 at 09:26:30. Additionally, analysis of the data log file revealed several instances involving (B)(6) where the batteries' relative state of charge (rsoc) values were between 101-201, which is indicative of communication errors. Review of the event log file revealed two (2) controller power-up events logged on (B)(6) 2021 at 11:04:40 and on (B)(6) 2021 at 02:46:33. The power sources connected before and after the first power up event could not be determined since the data for that time period was not available. The data point prior to the second loss of power revealed that (B)(6) was connected to power port one (1) with 43% rsoc and that (B)(6) was connected to power port two (2) with 100% rsoc. The data point recorded after the second loss of power revealed that (B)(6) was connected to power port (1) and (B)(6) was connected to power port two (2). The controller was without power for nine (9) seconds and twenty six (26) seconds, respectively. As a result, the reported battery not providing power event related to (B)(6), critical battery alarm, communication error and loss of power events were confirmed. The most likely root cause of the reported critical battery alarms can be attributed to communication errors between the controller and batteries. The most likely root cause of the communication errors can be attributed to a momentary disconnection on the communication pins of the controller, the controller not receiving responses from the batteries, and/or due to the packet error checking method detecting bit errors. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. The batteries had been lubricated prior to release. Based on an investigation conducted under CAPA pr00519785, the most likely root cause of the reported battery not providing power event related to (B)(6) has been attributed to the battery connector interface design which does not guarantee the desired connection angle in some use conditions. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.